Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the black box history revealed that there were no pump deliveries (basal or bolus) for three days, starting on 02/26/2015 after two loss of prime warnings. During testing, the pump successfully performed the ezprime steps with no unusual issues occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no unusual issues occurring. A 10 unit audio bolus and a 10 unit normal bolus were performed and recorded appropriately in the bolus history. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded, and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated per diasend report there was no basal delivery for 3 days. There was no additional information regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.